Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume intermate ruptured vertically. This was identified during filling. The device was filled with an unspecified amount of 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufacturer april 9, 2018 - april 10, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the returned sample photo did not clearly show evidence of a ruptured bladder. The reported problem of ruptured bladder was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.